Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 1450 mcg/day. It was reported the empty reservoir alarm had occurred, but when the patient went for a refill, there was 2 ml in the reservoir. The friend/family member wanted to know if the pump had stopped infusing since the empty reservoir alarm had occurred. No patient symptoms/complications were reported. The event date was reported to be ¿last week.¿ the current drug in the pump was the drug related to the reported event.